Event description:
The home patient's (hp) nursing care facility nurse contacted baxter's technical service representative (tsr) to report receiving a check supply line alarm with the homechoice (hc) machine during use. There was no bag attached to the last fill line. The tsr explained the way the machine was programmed; the hc was looking for a bag on the last fill line. The nurse stated that someone had set up the hc to put antibiotics on the blue clamp line (last fill line). The nurse stated that the hp had been diagnosed with peritonitis and was being treated with antibiotics. On (B)(6) 2010, the nursing care facility nurse stated that the patient expired on (B)(6) 2010 after withdrawing from any further treatments or therapy and entering a hospice care situation. Cause of death was stated as renal failure. This nurse did not have any further information for the peritonitis or death certificate/autopsy. The peritoneal dialysis nurse stated the patient?s files were already gone and she did not have specific information but was able to give the following details: the nurse believes the patient developed the peritonitis at the beginning of may and stated that none of the baxter products malfunctioned to cause this peritonitis. The patient had a gram negative neurococcus along with escherichia coli and was treated for three weeks with 1.5 grams of vancomycin intraperitoneal. The nurse did not know if the patient had recovered from the peritonitis because she was waiting one week to retest her and in the mean time she went into the hospice situation. The patient was hospitalized during the peritonitis episode but not for the peritonitis. The patient was hospitalized for mental confusion (dates unknown). The patient did not have an exit site or tunnel infection. Additional information is not anticipated.

Manufacturer narrative:
(B)(4). The sample was discarded and therefore, an evaluation will not be performed.this report is related to previously submitted manufacturer report number 1423500-2010-01130.